Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set broke off which resulted in a fluid leak. The defect was not observed until after the infusion had started. The tubing was primed with diluent, and the tubing broke off as soon as the infusion started and the liquid diluent spilled out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.